Event description:
A report was received that the patient underwent an explant procedure due to erosion at the ipg site. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to erosion at the ipg site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50, serial # (B)(4), description: st linear lead 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device exhibits normal device characteristics. Evaluation of the leads revealed that they were cut. Damage to the leads was similar to the typical explant damage and was not considered a failure. Review of the sterilization report did not find any anomalies or deviations that potentially relate to the reported erosion.